Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The user facility biomed representative was able to resolve their 3100b issues by lowering the bias flow and reducing the cuff leak, therefore they were able to manage patients without maximizing the settings (lower map, higher frequency, lower flow, and lower amp). The issues of overheating have been resolved.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer reported that the oscillator stopped without any alarms. The amplitude went to 0 and they tried depressing the reset and restart buttons, but nothing helped. They quickly removed the patient and switched him to another 3100b without incident. The map remained at 40. Settings: map 40, amp power of 9, 33% it, 3hz, max paw 45, min paw 35 and bias flow of 50. He performed the patient circuit calibration and performance check and both were in specs.